Event description:
It was reported that the patient experienced tightening in her arms and throat with ventricular pacing. The lead exhibited intermittent sensing. The programmed mode was changed to aair.

Manufacturer narrative:
Na